Event description:
The doctor reported separating a file on a patient's tooth. The patient was referred to an endodontist for further treatment. At the time of this report patient follow-up information was not available.